Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance measurements, loss of sensing, and loss of capture were observed on the right ventricular lead. No intervention was performed as the patient was asymptomatic and will continue to be monitored.